Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Healthcare professional, through a sales representative, reported "we were unable to take it out of the plastic sterile packaging" and "if we continued the sterility would have been compromised". The device was not implanted. The device did not have patient contact. The device is available for return.